Manufacturer narrative:
The insulin pump alarmed then followed by blank display due to faulty connector on mother board. We were unable to perform idle current test, run current test, self-test, off no power test, error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and verify reset anomaly due to blank display. The insulin pump had minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of external flash crc error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she had to reprogram her pump settings each time she got the alarm. The customer stated that she had the alarm multiple times since (B)(6) 2016. The customer was advised to clear the alarm with the escape and act buttons. The customer will be sent a replacement pump.